Event description:
It was reported that this lead was explanted due to product performance issues. Lead was explanted on the procedure of explanting the device. No additional adverse patient effects were reported.